Manufacturer narrative:
Other applicable components are: product ID 37743, serial# (B)(4), product type: programmer, patient.

Event description:
A patient implanted with an implantable neurostimulator (ins) reported that they had a poor communication screen on the patient programmer. It was reported that the patient programmer was directly placed over the ins, on skin but didn't sync with the ins. Patient reported that they could not feel stimulation. The patient was redirected to follow up with the healthcare professional. The patient indication for use is failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.